Event description:
The contralateral pull wire caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter. Unable to advance contra wire. A wallstent was placed in the contra-lateral limb to improve blood flow.